Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database by lot code was not provided. Requests were made for additional investigational inputs were conducted; however, no information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address instability and pain. The surgeon noted that the femur "may" have been slightly internally rotated but was not removed. Slight poly wear of the insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.